Event description:
The customer reported that from the initial seal cycle in a hysterectomy, an end tone, indicating a completed seal cycle, was heard, but bleeding occurred after cutting the tissue. Another device was used to control the bleeding with no transfusion necessary. The settings on the generator were at two bars. A second device was used to complete the procedure without incident. There was no patient injury.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.